Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One sample was received with approximately 120ml of fluid in the bladder. Visual inspection showed no signs of occlusion or blockage that could have caused the reported problem. The luer cap was removed from the distal luer for a functional test; flow was immediately observed at the distal luer. Flow continued without stopping. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that an infusor elastomeric device exhibited no flow during priming. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction was associated with the reported condition. No additional information is available.